Event description:
The pt received a scs system on (B)(6) 2011 consisting of 3 leads from different lots and, during the procedure one of the leads exhibited high impedance. The lead was repositioned to no avail. A new lead was implanted successfully.

Manufacturer narrative:
Eval, results: the device was tested and passed all functional (continuity and resistivity) test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.